Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-27. Investigation summary: customer returned (1) loose 0.5ml bd insulin syringe. The consumer reported that the needle shield was hard to remove, and when she removed the needle shield the needle hub separated. The returned syringe was examined, and it was observed that the needle hub/shield assembly was detached from the barrel. No damage to the barrel tip was observed on the returned sample. A review of the device history record was completed for batch# 9161936. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr1630423 has been opened to address this issue h3 other text : see h10

Event description:
It was reported that 2 syringe 0.5ml 8mm 90 hubs separated. The following information was provided by the initial reporter : the consumer reported that needle shield was hard to remove and the needle hub separated. Date of event : unknown. Samples : yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: exec summary: no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. A review of the manufacturing records was performed, there were zero (0) notifications noted that pertained to the complaint and no non-conformance's were raised in association with this type of event for this lot. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review: a lot history review was carried out for batch# 9161936 and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 syringe 0.5ml 8mm 90 hubs separated. The following information was provided by the initial reporter : the consumer reported that needle shield was hard to remove and the needle hub separated. Date of event: unknown. Samples: yes.